Event description:
The electrode array of the patient's implant was dislodged from the cochlea during during surgery to remove a cholestealoma from the lympanic cavity. The device was explanted and a new one was implanted in 2005.